Event description:
Hamilton medical ag received the following event description (summary): hamilton-c6 shut down during use. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Investigation is ongoing.